Manufacturer narrative:
The customer's complaint of leaking between the non-bd connector and IV tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that lipids leaked between the connection of the non bd connector and the tubing while connected to a patient. There was no patient harm.